Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. The customer consumed carbohydrates to address the low blood glucose level. Technical support assisted the customer in updating various settings such as basal rate, correction factor, carb ratio, and target blood glucose, advising them to consult with their healthcare provider for future adjustments.